Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal, had a scratched lens and bubbled downstream occlusion (dso) sensor seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Inoperable air detector was replaced. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device was previously repaired for bubbled dso seal. This repair would not have impacted the function of the air in line detector.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump's air in line sensor was inoperable. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.